Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6:the quality investigation is complete.

Event description:
It was reported that during testing conducted at the manufacturer a broken blade was found inside the top of the handpiece. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.